Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 314.02, lot# 2795544: manufacturing location: (B)(4), manufacturing date: 04.nov.2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair service history review was performed. No service history review can be performed as part number 314.02 with lot number(s) 2795544 is a lot/batch controlled item. The service history review is unconfirmed. A service and repair evaluation was performed. The customer reported the screwdriver was dull. The repair technician reported the tip was rounded and worn out. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed. The drivers were returned showing signs of wear and tear and are stripped. These drivers are not warped or dull. Neither holding sleeve was returned with the driver. This complaint is confirmed. A visual inspection, drawing, service and repair and device history record review were performed as part of this investigation. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Relevant drawings were reviewed and were determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Whether this complaint can be replicated is not applicable because the devices were returned stripped. While no definitive root cause could be determined it is likely that the drivers stripped through wear and tear and over torqueing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a small hexagonal screwdriver is warped and the tip of another small hexagonal screwdriver is dull. This was discovered during cleaning of the instruments. There is no case or patient involvement. During manufacturer investigation of the returned devices it was identified that the drivers were returned showing signs of wear and tear and are stripped. This condition was reassessed and determined to be reportable on november 17, 2017. This report is for one (1) small hexagonal screwdriver with holding sleeve this is report 2 of 2 for complaint (B)(4).